Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The customer's blood glucose reading was 410 mg/dl at the time of incident. Troubleshooting found that the customer would like a new pump and informed customer if a no delivery alarm occurs again to call back for further troubleshooting.